Event description:
Appendectomy - liver metastases resection: the balloon of the trocar could not be inflated with the syringe. Another trocar had to be used. Later in the surgery problems with idrive, see other complaint (B)(4). No patient injury. Extension of surgery due to idrive problems, no blood loss, extension of incision due to idrve problems, no change of surgery type, no tissue loss or damage, no part fell into cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).